Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." The patient is this case was treated with uterine balloon tamponade (ubt) and uterine artery embolization (uae) after the initiation of jada treatment. The subject of this report is a (B)(6) woman, race reported as asian, first pregnancy with asthma noted as significant medical history. On (B)(6) 2021, she presented in spontaneous labor at 36.1 weeks. On admission, her height was noted as 170 cm, weight (B)(6), bmi 33.29, and hemoglobin (hgb) 12.6 g/dl. Her hgb at discharge was noted at 7.7 g/dl. She received spinal anesthesia for an induced, cesarean section delivery of an infant that weighed 3060 g and oxytocin for induction for 37 hours. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted that it is "unknown" if there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received txa (two doses) and misoprostol. The cumulative blood loss prior to jada insertion was noted as 2372 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2021, 49 minutes after delivery of the placenta. The total in-dwelling time for jada was 20 minutes and the total amount of blood collected in the canister during jada treatment was documented as unknown. After jada treatment the patient received ten units of red blood cells, three units of platelets, six units of fresh frozen plasma, and two units of cryoprecipitate. After jada treatment initiated, the patients pph treatment advanced to ubt to 19 hours and uae. The total blood loss for this case was 4120 ml. To the question on the report asking, "did the patient experience a device or procedure related ae?" The answer was checked no. And to the question on the report asking, "did the patient experience an sae, related or unrelated?", the answers was checked "yes". This site reported that on (B)(6) 2021 the patient had a sae of "qbl 4120, life threatening" and was resolved on (B)(6) 2022 this was resolved by interventional radiology embolization of lua to stop bleeding from pseudoaneurysm of the left uterine artery. This sae was noted to not be related to the jada device or procedure and listed as moderate in severity. A note on the ruby crf stated, "jada placed with oozing noted around balloon, bsus confirmed jada in uterus. Jada removed and replaced with bakri - oozing continued around bakri. To ir with embolization of lua. Pseudoannyserum found on left uterine artery as the cause of the bleeeding, coils placed in ir and bleeding then controlled (pseudoaneurysm left uterine artery. Coil embolization left uterine artery using 2 x 4 and 3 x 12 ruby coils.) After bleeding controlled in ir, then she had ongoing oozing from incision which was not controlled with pressure dressing. Patient was brought back to the operating roon and incision opened with[?]" Ruby crf incomplete at this time. Site queried for additional information, none provided to date.

Manufacturer narrative:
Based on the overall information currently available in this report, there is no clear evidence that the jada system caused or contributed to the need for the escalating interventions (ubt [uterine balloon tamponade] and uterine artery embolization) to preclude permanent body damage/impairment. The reported pseudoaneurysm as the cause of bleeding found on the left uterine artery and was controlled by subsequent coil embolization may provide a more plausible alternative explanation for the uncontrolled abnormal post-partum bleeding. Per the jada system IFU "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada.", "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding "and "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding." However, out of an abundance of caution, this case will be reported as a serious injury MDR.